Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed mixing pump. Mixing pump was not working appropriately. Mixing pump was serviced. Unit was evaluated for functionality. Arctic sun passed all tests successfully and unit is ready to be back in service. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device water temperature didn't drop. Per review of work order on 16aug2023, there was no patient involvement. Per follow up information received via email on 17aug2023, device was under investigation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device water temperature didn't drop. Per review of work order on 1(B)(6) 2023, there was no patient involvement. Per follow up information received via email on (B)(6) 2023, device was under investigation.